Event description:
Reporter states that a revision was performed of a left "tka" and noted the baseplate and femur were solidly in place but noted wear on the anteromedial side with poly debris in small pieces. The surgeon replaced the tibial insert with an 11 mm insert because he felt the patient's knee was loose with a 9mm insert. He also changed the patella to an all poly medium patella. The patella also showed signs of wear.